Event description:
Rptr indicated that a vns pt was to undergo revision surgery. A co rep then reported that the pt was not re-implanted as diagnostic testing found nothing wrong. The rep reported that diagnostic testing resulted in high lead impedance at a previous office visit. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.